Manufacturer narrative:
The device was returned for evaluation. Based on the results of the investigation, it is likely that the following factors led to the malfunction: due to a cut to the cable unit, water tightness was lost. However, a definitive root cause could not be established. Based on historical data, possible causes include damage or deterioration of parts due to wear and tear, with no design or manufacturing issues identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited a cable leakage and a cut on the cable. There was no patient involvement.